Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and kidney stone. Concurrent conditions included low back pain, fatigue, goiter, fatigue, bacterial vaginosis and lower urinary tract infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;levonorgestrel (enpresse), ethinylestradiol;levonorgestrel (trivora), ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"), 14 days before insertion of essure. On (B)(6) 2013, the patient experienced pyuria ("infection (other) : pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, pyuria, dysmenorrhoea, fatigue, weight increased, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, pyuria, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. The patient tolerated the procedure well. Patient received treatment for bladder/ urinary tract problems, pain current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received event " bladder/ urinary tract problems, vaginal discharge, vaginal infection, bladder infection, uti" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and kidney stone. Concurrent conditions included low back pain, fatigue, goiter, fatigue, bacterial vaginosis and lower urinary tract infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;levonorgestrel (enpresse), ethinylestradiol;levonorgestrel (trivora), ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"), 14 days before insertion of essure. On (B)(6) 2013, the patient experienced pyuria ("infection (other) : pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, pyuria, dysmenorrhoea, fatigue, weight increased, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, pyuria, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. The patient tolerated the procedure well. Patient received treatment for bladder/ urinary tract problems, pain current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and kidney stone. Concurrent conditions included low back pain, fatigue, goiter, fatigue, bacterial vaginosis and lower urinary tract infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;levonorgestrel (enpresse), ethinylestradiol;levonorgestrel (trivora), ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"), 14 days before insertion of essure. On (B)(6) 2013, the patient experienced pyuria ("infection (other) : pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, pyuria, dysmenorrhoea, fatigue, weight increased, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, pyuria, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. The patient tolerated the procedure well. Patient received treatment for bladder/ urinary tract problems, pain current weight 170 lbs. Approximate weight at the time of essure placement 120 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " bladder/ urinary tract problems, vaginal discharge, vaginal infection, bladder infection, uti" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and kidney stone. Concurrent conditions included low back pain, fatigue, goiter, fatigue, bacterial vaginosis and lower urinary tract infection. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ethinylestradiol;levonorgestrel (enpresse), ethinylestradiol;levonorgestrel (trivora), ethinylestradiol;norgestimate (ortho tri-cyclen) and ibuprofen since september 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"), 14 days before insertion of essure. On (B)(6) 2013, the patient experienced pyuria ("infection (other) : pyuria"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain"), urinary tract disorder ("bladder/ urinary tract problems"), bladder disorder ("bladder/ urinary tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, mood swings, pyuria, dysmenorrhoea, fatigue, weight increased, back pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, pyuria, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. The patient tolerated the procedure well. Patient received treatment for bladder/ urinary tract problems, pain current weight (B)(6) lbs. Approximate weight at the time of essure placement 120 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " bladder/ urinary tract problems, vaginal discharge, vaginal infection, bladder infection, uti" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.